Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimmune disorder") and seizure ("seizures") in a 31-year-old female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), emotional disorder ("emotional"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (hysterectomy (full) and salpingectomy (one side removal of fallopian tube)) and surgery (oophorectomy (one side removal of ovary),). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, autoimmune disorder, seizure, emotional disorder, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, dysmenorrhoea, fatigue, weight decreased, alopecia and nausea had resolved and the genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, seizure, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: dye test result-secure doctor said that the essure was properly implanted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, treatment drug added, lot number added, events added as follows:- emotional disorder, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, autoimmune disorder, migraine, seizure, dysmenorrhoea, fatigue, weight decreased, ovarian cyst, alopecia, nausea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimmune disorder") and seizure ("seizures") in a 31-year-old female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), emotional disorder ("emotional"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (hysterectomy (full) and salpingectomy (one side removal of fallopian tube)) and surgery (oophorectomy (one side removal of ovary),). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, autoimmune disorder, seizure, emotional disorder, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, dysmenorrhoea, fatigue, weight decreased, alopecia and nausea had resolved and the genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, seizure, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 106 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: dye test result-secure. Doctor said that the essure was properly implanted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.